Manufacturer narrative:
Per the user guide: change your infusion set every 48¿72 hours. Consult your healthcare provider for more information. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (250- low 300s mg/dl) and the cause was not known. The infusion set site would be changed and insulin injections were administered to address the high bg. Reportedly, the customer used the infusion set site for more than 3 days.